Manufacturer narrative:
Additional information: image review- post-op x rays for l5-s1, alif procedure shows anterior displacement of the plate and interbody graft. There appears to be a translational type of anatomy .contributing factors may include spinal instability which may have required posterior supplementation and improper placement initially. No intra-op films are provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: l5/s1 spondylolisthesis, central stenosis it was reported that post-op, the whole construct, including plate, interbody cage, and screws all migrated to the anterior. Patient reportedly had back pain and leg pain. Surgeon was identifying options for additional treatment. Patient was unstable and require additional surgery.